Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5034 implantable pacing lead 1998 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low impedance. Therefore the ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.